Event description:
Result was lo and 10 mg/dl. Pt drank orange juice to raise their glucose. Pt went to the hosp later and pt's glucose was in the 800's mg/dl. Pt was treated with an IV and insulin. Controls were not used. The device was replaced and requested to be returned for eval.